Event description:
It was reported that one of the trial patient¿s leads was ¿almost out.¿ she snagged it on something and the lead almost came out. She stated that it ¿did not feel good¿ when she snagged it. The patient wanted to know if she could take the lead out. No intervention or patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).